Manufacturer narrative:
Medical device expiration date: unknown.there customer did not report the lot#, however, they did report the lot# that is currently stocked. The information for "potential" lot number is as follows: medical device lot #: 22099084. Medical device expiration date: 05-sep-2027.device manufacture date: 05-sep-2022.device manufacture date: unknown.a complaint of the male luer breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22099084 was performed. The search showed that a total of 14,403 units in 1 lot number were built on 05sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with bd maxguard¿ extension set the luer-lok collar broke. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are not satisfied with the microtubing supplied as part of the new IV sets. The first time they used one, the collar at the distal end (where it plugs into the IV line) broke. They would like to retain the 'old' micro tubing. There is nothing special about the new microtubing, they just have standard connectors to branch a syringe to a standard IV port, so they should just keep the old version stocked for the operating room.